Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to high blood glucose, with blood glucose of over 400 mg/dl at the time of the incident. Customer's parent stated that the customer woke up and started to vomit blood and was taken to the ER. Customer was treated with drips. Customer's parent declined high blood glucose troubleshooting. It was also reported that the insulin pump had a motor error and no delivery alarms. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.